Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that the patient began to have polypnea and sense of suppression in the chest. The patient was sent to local hospital to receive treatment. The hospital was not able to conduct program check. Patient's average heart rate was 40 beats/ min. Patient's family member called physician and was told the device needs to have pace rate adjusted. The device remains in use. No patient complications have been reported as a result of this event.